Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, cannot pass an accessory involving pentax medical video colonoscope model ec-3490li, serial number (B)(4). The customer responded to a good faith effort request via email on 11-oct-2021 stating there was difficulty passing a polypectomy snare model npfs01, lot number 03023230 and reported the event occurred during the diagnostic procedure. The user also stated that the microtech polypectomy snare, as an accessory, was used and there were no patient/user injuries, adverse events, delay or medical intervention reported. The colonoscope was used to complete the procedure and removed from circulation immediately after the event occurred. The patient status was reported as stable. The customer owned endoscope was received by pentax medical for evaluation on 08-oct-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician was unable to confirm the customers reported complaints of cannot pass accessory to inlet port, but did document several failures which may have contributed to the customer experience such as resistance and crushed or damaged endoscope sections. The technician documented the following inspection findings: insertion tube buckles at stage 1, passed wet leak test, suction tube resistance, water nozzle glue missing, passed dry leak test, rubber trim collar severe cut, air nozzle glue missing, control body grip scratched, distal body chipped insertion tube root brace cut, umbilical cable, single loose threads on lg column, hole in # 2 remote control button cover. The device underwent repairs including the following components: o-rings and seals, adjusting collar, angle wire assy, bending rubber, insertion flex tube, rubber trim collar, rl pulley assy, ud pulley assy, suction channel lg, remote control button, light guide column, distal end assy with tubes, rl lock base unit, root brace rubber. The endoscope is awaiting repairs and approved by final qc as of 28-oct-2021. Model ec-3490li, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service